Manufacturer narrative:
Device evaluation:visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ visibility/palpability: unable to observe as it is a medical event that is not related to the device. ¿ inflammation/irritation: unable to observe as it is a medical event that is not related to the device. ¿ varied injuries-ndr: not applicable as the event is not related to the device. ¿ pain: unable to observe as it is a medical event that is not related to the device. ¿ unsatisfactory result: unable to observe as it is a medical event that is not related to the device. Additional observation: ¿ red particles observed on the surface of the shell. It is not possible to determine the lot number or catalog through the photos provided. No further actions are required as no manufacturing issues are observed.

Event description:
Patient reported left side rupture, "esthetic damage", and "suffered an inflammatory process." Patient also reported left side "excess skin", which is not device-related. Device has been explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture, "esthetic damage", and "suffered an inflammatory process." Patient also reported left side "excess skin", which is not device-related. Device was explanted.